Manufacturer narrative:
A siemens healthcare diagnostics inc. Field application specialist (fas) was dispatched to the customer's site to determine the cause of the discordant ctni result on the advia centaur cp instrument. The fas performed a precision test and the results recovered within expected ranges. The cause of the discordant, falsely elevated ctni result is unknown. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on the advia centaur cp instrument. The same patient sample was rerun on the same instrument, resulting lower. These results were not reported to the physician. The patient sample was centrifuged and rerun on the same instrument, also resulting lower than the initial result. This result was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.